Manufacturer narrative:
A ge service rep performed an onsite investigation. The interconnect cable was replaced. The system was then found to be operating as intended.

Event description:
The customer reported that the system displayed a communication failure error message and would not power up. There is no report of patient injury associated with this event.